Event description:
On an unknown date in 2016, this patient underwent endovascular treatment of a thoracic aortic aneurysm using non-gore stent-grafts. A najuta® 40 mm stent-graft was implanted on the proximal side, and tx2® 36 mm stent-graft was implanted on the distal side. At postoperative follow-up on an unknown date, aneurysm enlargement was confirmed. Since the patient declined a reintervention, no additional treatment could not be provided. On (B)(6) 2020, this patient was transported to the hospital with a rupture of the thoracic aortic aneurysm. On the same day, this patient underwent an emergency endovascular treatment using conformable gore® tag® thoracic stent graft with active control system. Angiography before the procedure confirmed a retrograde type a aortic dissection (rtad) in the ascending aorta. After a left common carotid artery-right common carotid artery bypass was performed, a tgmr373720j was implanted distally. Then a second device, tgmr404020j (serial #(B)(4)) was delivered to the proximal side. During the delivery, there was insertion difficulty in zone 1/2, and the delivery catheter was forcefully pushed into zone 0. Reportedly the catheter got caught within the previously implanted najuta device. Then, as a chimney graft, a gore® excluder aaa endoprosthesis contralateral leg component was delivered from right common carotid artery. After that, abnormal hemodynamics were detected. Stent-grafts were rapidly deployed, but vital signs did not recover. Cardiac tamponade was also confirmed. Although cardiac massage and other treatments were performed, the vitals did not recover. The patient expired after the procedure. The physician's comment: the proximal edge of the najuta® stent-graft might have caused aortic dissection on the ascending vessel wall, and it was possibly occurred when the ctag® delivery catheter got caught within the previously implanted najuta® during advancement of the catheter.